Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of "horizontal stripes" was not confirmed. However corrosion was confirmed within the connector receptacle. Based on the results of the investigation, it is likely that a problem occurred in the communication with the scope due to the insufficient dryness of the scope. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had horizontal stripe noise in the center of the screen, so the target object could not be seen during pre-use inspection. The problem was resolved when the power was turned back on, so the device was used without replacement and the procedure was completed. There were no reports of patient harm.